Event description:
It was reported that a shaft break occurred and the procedure was cancelled. A rotapro 1.50mm atherectomy catheter was selected for use for a coronary treatment procedure. Post ablation during removal from the patient, it was observed that the rotapro 1.50mm burr remained on the wire before the y-connector outside of the patient. It was additionally observed that the rotapro 1.50mm shaft separated. The procedure was not completed. No patient complications resulted due to this event.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a shaft break occurred and the procedure was cancelled. A rotapro 1.50mm atherectomy catheter was selected for use for a coronary treatment procedure. Post ablation during removal from the patient, it was observed that the rotapro 1.50mm burr remained on the wire before the y-connector outside of the patient. It was additionally observed that the rotapro 1.50mm shaft separated. The procedure was not completed. No patient complications resulted due to this event. It was further reported that the device was exchanged for a 1.25mm burr and the procedure was continued. .

Manufacturer narrative:
E1: initial reporter address (B)(6). Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer. The burr was received within separate packaging with the rotapro device and was detached from the coil. The advancer, handshake connections, housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that the coil was stretched at the point of detachment from the burr. Inspection of the sheath was not able to locate any damages or defects.